Manufacturer narrative:
H2/h3: product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield was returned stuck within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. No break/separation was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex shield from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have device open prematurely and pushwire break/separation as the braid was found to be fully opened and damaged and no break or separation was found with pushwire. However, the root cause could not be determined. Possible causes for device open prematurely include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. In addition, possible causes of the pushwire break/separation include vessel tortuosity, over manipulation, high force use, resistance during delivery/retrieval, or user resheaths more than 2 times. However, the root cause could not be determined. It was noted that the patient's vessel tortuosity was minimal, which eliminates this factor out as potential causes. There is no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline flex stent was foreshortened and another pipeline flex stent prematurely opened. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid ophthalmic artery aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. The blood vessel diameter in the landing zone was 3.3 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was weak. The patient has a medical history of a cerebral aneurysm. Dual antiplatelet therapy (dapt) was performed at an unknown platelet reactivity units (pru) level. There was no particular change in the postoperative findings related to blood flow imaging. It was reported that the pipeline flex stent was placed in the right internal carotid ophthalmic artery aneurysm. The first pipeline flex stent was placed. The proximal end was short, so another pipeline flex stent was additionally placed. During deployment of the second pipeline, the delivery wire came off from the resheath pad when attempting to resheath to invert the sleeve after deployment began toward the middle cerebral artery (mca). The ped became detached from the main delivery mechanism. The pipeline itself was not separated. There was no strong load applied when delivering the inside of the catheter. Each mc catheter was collected in phenom plus and taken out of the body. There were no problems with flushing saline in the delivery sheath prior to the procedure, and continuous reflux within the microcatheter was also undoubtedly performed. There was no health hazard. There was no health damage to the patient. The product was not used in an infected patient. The pipeline was not used for an indication (off-label use). The device was prepared as indicated in the package insert. Ancillary devices include a phenom plus support guiding catheter and a phenom 27 microcatheter. Additional information received reported no excessive force was applied. The pusher wire was no rotated or pulled back at any time during the procedure. Patient's vessel tortuosity was minimal. It was clarified regarding pipeline with lot # d068629, when deployment began in the mca and an attempt was made to release in order to invert the sleeve, the delivery wire came off from the resheath pad. The pipeline was removed and replaced with a pipeline 3.75 x 16 device to complete the procedure successfully.